Event description:
It was reported that patient presented in clinic for a magnetic resonance imaging (MRI) scan. Upon interrogation for MRI setting changes, the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. Induction telemetry was used to interrogate the ICD instead and the MRI scan was proceeded. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
The reported event of the being unable to interrogate was confirmed. Based on the information provided, it was determined that the connectivity issue was due to an intel bluetooth firmware issue on the programmer. The implanted device was performing per design. No anomalies were found.